Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000 ml exactamix eva (ethyl vinyl acetate) bag was leaking. The leak was discovered before product use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : the lot was manufactured december 02, 2017 - december 04, 2017. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection on the returned photo revealed a leak coming from a port. However, it could not be determined which port the leak came from. The reported condition was verified. The cause of the condition could not be confirmed. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.